Event description:
It was reported that, "while impacting the poly insert into place, the plastic end of the instrument (insert impactor) was damaged. This did not adversely affect the patient or in any way delay the surgery".

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.